Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic cholecystectomy and intestinal adhesion release surgery, a leakage occurred at the electrode and lead connection while using the electrosurgical hook, the wire caused a burn to the base of the thumb. The medical engineering engineer of the hospital continued to overhaul the instrument. The wire was aging and there was electric leakage, so the faulty wire was eliminated and replaced with new wire, but it could not be ruled out whether it was accompanied by wrong operation. Treatment was done to burn site.